Event description:
It was stated that the insulin pump needed to be returned for analysis. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents in spec. The unit was unable to prime during the prime test due to a protruded/loose drive support disk. The unit also had a scratched lcd window.